Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that a washout procedure was conducted for an infection following a quad autograft acl reconstruction with internalbrace and meniscus repair originally performed on (B)(6) 2025. The patient was progressing well in rehabilitation post-surgery until symptoms including fever and knee erythema developed. The surgeon evaluated the patient the following day and confirmed the infection after draining pus-like fluid from the knee. The washout was scheduled urgently. During the procedure, the surgeon collected synovial tissue and fluid for culture analysis and thoroughly cleaned the infected areas, including the incisions on the tibia and femur, which contained infected fluid. The acl hardware was left intact, as the acl itself appeared stable. Cultures were sent for testing, though the specific infectious organism remains unidentified. The initial case involved an ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace, an ar-1588tnt2 fibertag tightrope ii abs, an ar-1588tb-1 tightrope abs button, and an ar-2324pslc peek-swivelock to reconstruct the acl. The meniscus was repaired using products from another manufacturer. No further information was provided. Additional information requested on 4/21/2025.

Manufacturer narrative:
Additional information: b5, h3, h6

Event description:
Additional information was received on 04/21/2025: the infection has been identified as finegoldia magna, the primary cause, with enterobacter cloacae detected only in the enrichment broth. There was no indication that the implants contributed to the infection, and their sterility was not in question. After three washouts, the surgeon determined that removing all implants from the knee was the best course of action. The implants were removed last week, and the patient is now home, recovering with IV and oral antibiotics.

Manufacturer narrative:
Corrected info: b3.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.